Manufacturer narrative:
Concomitant medical products: 479888 lead, implant date: (B)(6) 2020, dtma1q1 crt-d, implant date; (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited high thresholds and loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.